Manufacturer narrative:
(B)(4) tip detached. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during the procedure while inside the cbd, the physician retrieved biopsies with a spybite biopsy forceps. As the spybite was removed they noticed "a millimeter-size, silver piece of metal" on the monitor. The millimeter-size, silver piece of metal was part of the spyscope ds. It is unknown if the metal piece detached and was removed when the spybite was removed, or if the metal piece remained attached. The procedure was completed with this device. The account confirmed that there was no issue with the spybite. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Visual examination of the spyscope ds device found the working channel sleeve extended less than 0.5 mm from the distal end of the cap. Nothing from the distal end of the device was found to be detached. Functionally, the distal tip would articulate without issue and was not loose. There was evidence that heat was applied on the outside of the catheter during manufacturing assembly. The spybite passed freely through the working channel of the spyscope ds and as it exited the distal end, the working channel sleeve did not extend further. When the spybite was pulled back into the working channel, the working channel sleeve withdrew completely into the distal cap. The spybite was passed through the distal tip while the distal end of the catheter was articulated slightly, and the working channel sleeve extended approximately 1.5mm as the spybite exited the distal cap. Approximately 6 inches of the distal end of the catheter was removed to examine the working channel. The distal end of the exposed working channel sleeve was tugged; it was not detached from the catheter. There is evidence of adhesion of the working channel sleeve to the inside of the catheter. There is no indication the device was not properly assembled during manufacturing. The complaint is consistent with the complaint incident that ¿metal from the inside of the spyscope biopsy channel projecting out of the channel¿; however, nothing from the distal end of the device was found to be detached. The complaint was not confirmed. Therefore, the most probable root cause is not confirmed. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during the procedure while inside the cbd, the physician retrieved biopsies with a spybite biopsy forceps. As the spybite was removed they noticed "a millimeter-size, silver piece of metal" on the monitor. The millimeter-size, silver piece of metal was part of the spyscope ds. It is unknown if the metal piece detached and was removed when the spybite was removed, or if the metal piece remained attached. The procedure was completed with this device. The account confirmed that there was no issue with the spybite. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.